Event description:
Alcide corp. Has been sued by four persons who have allegedly suffered "severe disabilities and injuries including pulmonary disease and asthma" resulting from occupational exposure to exspor, a liquid chemical sterilant/disinfectant mfg by alcide. The plaintiffs used exspor as a general purpose disinfectant in a pharmaceutical mfg facility. The lawsuit identified exspor and several other chemical substances used in the facility as being responsible for these symptoms. Exspor is a medical device when used to disinfect medical devices.